Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-03219, 3006705815-2021-03220, 3006705815-2021-03221, 1627487-2021-15300, 1627487-2021-15301. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2021 to reposition the migrated lead. During the procedure, it was discovered one of the anchors had broken causing the lead to migrate. The physician replaced the broken anchor and repositioned the lead into place. Post-operatively, stimulation therapy was restored. It is unknown which lead migrated or which anchor broke, therefore all leads and all anchors are being reported.